Event description:
It was reported that during an unknown procedure, the doctor found utilizing the scissors when suddenly he separated himself the white teflon of the jaw, remaining the tip completely burned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested:what is the product code?did the tissue pad melt?or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?)if yes, did any piece fall into the patient?was the piece retrieved?does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Manufacturer narrative:
(B)(4). Additional information = after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent additional information requested but no response received: what is the product code? Did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?